Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm, due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly was noted during visual inspection. No scrolling numbers were noted. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling and keys were sticking, after the insulin pump was exposed to moisture when the customer fell out of a kayak into water. The customer's blood glucose was 140 mg/dl it was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.